Event description:
It was reported that during a scheduled breast surgery, a mentor memorygel xtra breast implant 650cc gel breast prosthesis was observed to be defective. It was reported that there was rippling on the device. There was a procedural delay of 10 minutes.

Manufacturer narrative:
Device evaluation summary: according to the information received, the breast implant was observed as defective. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Upon visual evaluation of the image provided in the complaint, the implant was observed with irregularities such as wrinkles. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-nov-2022, the mentor failure analysis lab received the device for evaluation. On 29-nov-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the device was observed to be defective. It was reported that there was rippling on the device. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had bubbles within the gel measuring approximately 0.5 x 1.1 cm and 0.6 x 0.3 cm. The bubbles observed were within specification. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The event described could not be confirmed as the breast implant was returned without detectable rippling. Although no product rippling was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H6 investigation findings c22: cosmetic defect. Manufacturer¿s reference number: (B)(4).